Event description:
Haven't calibrated since 10:02 am. Dexcom g6 reading 65 mg/dl at 10:12 am, 113 mg/dl at 10:17 am, 125 mg/dl at 10:22 am. Finger stick at 10:22 am is 127 mg/dl. Seems dexcom g6 is really struggling to figure out where my blood sugar is, completely unacceptable, don't care if your protocol or instruction say differently, in that case I suggest reviewing your morality and integrity as you may be a part of the problem if you try and tell me dexcom is working appropriately, it is not and I will not accept this. We'll give it another 15 minutes and see if another calibration is needed. Inserted on (B)(6) 2023. At 9:52 am dexcom g6 reading 132 mg/dl, 9:57 am dexcom g6 reading 112 mg/dl, 10:02 am dexcom g6 reading 86 mg/dl with a straight arrow down. At 10:02 am I double-checked my blood sugar via finger stick and it was reading 125 mg/dl. Acceptable mard for dexcom 86 mg/dl reading is 17.2 which would put my blood sugar at 103.2 mg/dl as the max acceptable mard. 125 mg/dl is unacceptable, what if I would have compensated for a false low of 86 mg/dl.